Event description:
A report was received that the patient was experiencing discomfort and burning sensation at the ipg site. The patient was administered injection for the pain.

Manufacturer narrative:
Additional information was received that no further course of action will be taken at this time.

Event description:
A report was received that the patient was experiencing discomfort and burning sensation at the ipg site. The patient was administered injection for the pain.